Event description:
The customer reported that they received a discrepant low total hemoglobin (thb) result compared to retesting of the same sample on their laboratory instrument. There is no report of injury due to this event.

Manufacturer narrative:
Siemens has requested instrument files for further investigation. Investigation will commence once files have been received. The cause of this event is unknown.

Manufacturer narrative:
A review of the events log, co-ox data, absorbance spectra, and aqc data on the instrument indicates that the co-oximetry subsystem was performing as intended at time of analysis of the escalated sample. No co-ox related errors or interferents were detected at time of analysis of the escalated sample, sample signature appeared typical, and aqc recovered within the published limits for thb for the duration of cartridge uselife. Although the very low thb result is consistent with inadequate mixing, the customer stated that the sample was properly mixed and debubbled prior to sample analysis. Therefore, a definitive root cause of the discrepantly low thb sample is unknown. The thb discrepancy appears to be sample specific as the sensor was working as intended in and around the escalated sample. The cause of this event is unknown.